Event description:
On 07 jul 2009 via telephone, the sales representative reported that during surgery, the surgeon was attempting to implant a traxis cage. The surgeon was hammering the implant in when it gave in. The surgeon explanted it and noticed that the cage had broken at the line where it meets with the inserter. The surgeon then implanted another cage without any issues. During the same surgery, when implanting a screw a sound was heard. The surgeon removed the driver and noted the tip of the driver was broken off. The surgeon retrieved the pieces from the wound and completed the surgery without incident. There was a 20 minute surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending.